Event description:
During service by baxter technician, the device failed accuracy test with underdelivery. The hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -6.0% below the desired amount. The specification limit for this pump is +/-5%.